Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 305892 and lot number 2102013. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the provided lot number were obtained from the manufacturing facility for evaluation. No defects were observed with the safety mechanisms of the retained samples. It was possible to correctly activate the safety mechanisms by following the product¿s instructions for use. Twenty retained samples were also assembled with a bd discardit 2ml syringe. No signs of defective hub connection that could result in leakage were observed in any of the retained samples. Based on the investigation results, an exact cause related to the needle manufacturing process could not be determined for this reported incident. Prior to product release, each lot number is tested for a final safety shield activation test. Lot number 2102013 was found to comply with all specifications. The assembly process has a system which inspects all product for proper opening and activating of safety shields and automatically rejects any defects identified. The final release test results for engagement force were also found to be within specification for this lot. Smartslip technology ¿ has been introduced to ensure a secure connection is made with the needle and luer slip syringes.

Event description:
It was reported that the bd eclipse¿ needle experienced leakage. The following information was provided by the initial reporter:in connection with vaccination leakage a few drops between the needle and the syringe and that the safety cover lock detached from the mount. Risk of stab injury.

Event description:
It was reported that the bd eclipse¿ needle experienced leakage. The following information was provided by the initial reporter: in connection with vaccination leakage a few drops between the needle and the syringe and that the safety cover lock detached from the mount. Risk of stab injury.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.